Event description:
Received FDA medwatch form from a user that reported the incident to FDA. Per the report, "the reporter has a known latex allergy and has reacted to gloves before. Reporter entered room where another employee was wearing the gloves and developed hives, swelling to left eye and lips, face became red and hot, developed welts over abdomen and chest, and also itching of lips and eyes, and experienced some chest tightness/breathing difficulty. Reporter took benadryl. Reporter has been removed from duty and is going to see an allergist to determine if they can return to a latex environment. Allergy is worse."